Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic air flow control valve was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2010. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.